Manufacturer narrative:
(B)(4). Eval: results: (emboli). Results/conclusion: severe tortuosity, severe thrombosis, and moderate calcification in the vessels.

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm of an unk size. Vessel morphology was reported as there was severe tortuosity, severe thrombosis, and moderate calcification. The stent graft were implanted on without issue. It was reported that the following day the pt had bowel ischemia. The physician stated that the cause of the bowel ischemia was due to showering of thrombosis. The pt had a bowel resection and was on a ventilator. No additional clinical sequelae were reported.